Event description:
Event description guidant received information that the patient experiences premature ventricular contractions (pvcs) which are falling into the implantable cardioverter defibrillator's (icds) refractory period resulting in a sensor-indicated pace when av times out and this starts an arrhythmia.